Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose reading was 112 mg/dl. Customer reports the alarm was resolved by a reservoir change. Customer was not able to troubleshoot at the time of the call. Therefore, the cause of the issue could not be determined. Product is being returned based on the customer's request.